Manufacturer narrative:
(B)(6). The gpso-6-5 device involved in this complaint was not returned to cirl for evaluation. On evaluation of images provided it is evident that the stent was weakened at the flap of the stent a possible root cause of this complaint could be excessive force being exerted on the device during introduction to the pancreas due to the torturous anatomy of the patient. However, as actual use conditions could not be replicated in the laboratory or the anatomy of the patient unknown, we cannot conclusively determine the root cause of this complaint. The customer complaint could be confirmed based on the customer testimony and on evaluation of pictures provided by the customer. As per instructions for use, ¿this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended¿ "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". A review of the relevant manufacturing records for the gpso-6-5 device of lot number cf1050899 did not reveal any discrepancy related to the complaint issue. Prior to distribution, gpso-6-5 devices are subjected to visual inspection and functional checks to ensure device integrity according to cook internal procedures. As per functional checks there is 100% verification of the stent. The mtm is instructed to measure length of stent , measure the outer diameter of stent. Measure placement of first hole in stent., measure length of flap on stent by referring to drawing for all steps. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
While removing the plastic gpso stent, the stent broke upon removal. According to the user it appeared as though the flaps were cut too deeply.